Manufacturer narrative:
Batch review performed on 16 august 2018. Lot 168960: (B)(4) items manufactured and released on 26 april 2017. Expiration date: 2022-03-23 no anomalies found related to the problem. To date, (B)(4) pieces of the same lot has been sold and no similar events have been reported on items of the same lot. Gmk-hinge fixed tibial tray size 5 r reference 02.09.4005r (k130299). Lot 167694: (B)(4) items manufactured and released on 19 january 2017. Expiration date: 2022-01-10 no anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold without any similar reported event. Gmk-hinge fixed tibial insert # 5/12 mm reference 02.09.0512h (k130299). Lot 173990: (B)(4) items manufactured and released on 19 september 2017. Expiration date: 2022-08-27 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-hinge extension stem - fluted ø 22 l 105 reference 02.07.fcl22105 (k120790). Lot 161797: (B)(4) items manufactured and released on 10 may 2016. Expiration date: 2021-04-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 7 months after primary. The pathogen is unknown. The surgeon revised all hardware and implanted a spacer. The date in which the spacer was implanted is unknown. The surgeon implanted permanent hardware on (B)(6) 2018.